Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10, h10 (evaluation results). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer's complaint allegation was not confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center experienced blackout and halation. The issue was found during diagnostic of an unspecified procedure. The procedure was completed, but unknown if it was with the same or similar device. There was no report of delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and no malfunctions were found. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.